Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the patient had experienced an infection. It was added that the physician was going to quickly titrate down the patient's dose so the pump could be removed. It was noted that the pump previously contained saline and now had baclofen. Additional information has been requested, but it was not available at the time of this report. Baclofen

Event description:
Additional information: it was later added that the device was used to infuse compounded baclofen. The date of infection onset or diagnosis was (B)(6) 2012. The last refill was (B)(6) 2012. The patient did not have meningitis. The symptoms associated with the infection were incisional wound opening, pocket erosion. The primary location of infection was noted as lumbar region, device pocket and catheter tract. Culture obtained from device pocket and lumbar region, resulted in proteus mirabilis growth. Treatment included both IV and oral antibiotics and total system explant, as previously reported. Patient outcome noted as infection resolved, no drug withdrawal. Risk factors applied to patient before implantation included chronic osteomyelitis, decubitus ulcer, and debilitated status.

Manufacturer narrative:
(B)(4).